Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00001, 0001032347-2020-00003, 0001032347-2020-00004. Concomitant medical products: tmj system left standard mandibular component, part# 24-6551, lot# 650440d. Tmj system left fossa component, small, part# 24-6563, lot# 882250d. 2.4mm system high torque (ht) cross-drive screw, part# 91-2712, lot# unk. Tmj system cross drive fossa screw, part# 99-6577, lot# unk.

Event description:
It was reported the patient underwent a revision of temporomandibular joint implants on the left side due to an unknown reason. The removed implants were replaced with stock implants. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Three follow-up attempts were made to gather additional information including the failure mode that led to the need for a revision surgery; however, no additional information was gathered. The dhrs for the fossa component was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint involving part# 24-6563, lot# 882250d. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.